Event description:
Consumer informed bd that her cleaning lady got stuck on her finger with bd insulin syringes. The bag was sealed and the needles in the bag were unused. The orange shield was missing and the needle was bent over. During a follow up call, consumer mentioned that the doctor started the cleaning lady on antibiotic and drew blood. Consumer also informed that cleaning lady was told that blood will be drawn every 3 months for 2 yrs.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.